Manufacturer narrative:
The insulin pump alarmed button error due to moisture on keypad traces. No ramping numbers noted on display. (B)(4).

Event description:
It was reported via phone by customer's mother that the insulin pump alarmed button error. The customer was trying to put in carbs, when alarm occurred. In addition, customer stated she hit the up arrow and it kept alarming. Customer's blood glucose was 93mg/dl. Advised customer the pump will be replaced and revert to back up plan.